Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of psoriasis and diabetes. Concomitant products included eutirox (levothyroxine sodium), insulin, heparin, betamethasone, metformin and enalapril. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, 2165 days after essure insertion, she experienced partial expulsion of device ("one of the implants is partially in the uterus"). Essure was removed in (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), haemorrhage, unspecified ("haemorrhage"), hair loss ("hair loss"), gum disorder ("general deterioration in my mouth and gums"), urinary tract infection ("urinary tract infection"), period pains ("very strong period pain"), systemic allergic reaction ("allergy all over my body"), sciatica ("sciatica"), lumbago ("lumbago pain"), fatigue ("general fatigue"), headache ("strong headaches"), loss of vision ("sight loss"), sexual problem ("problems with sexual intercourse"), mood change ("mood changes"), skin lesion ("bodily lesions"), heavy periods ("period is more abundant"), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia"). The patient was treated with clexane (enoxaparin sodium) as well as surgery (bilateral salpingectomy). At the time of the report, the skin lesion had not resolved. The outcomes for pelvic pain, haemorrhage, alopecia, gingival disorder, urinary tract infection, dysmenorrhoea, hypersensitivity, sciatica, back pain, fatigue, headache, blindness, sexual dysfunction, mood altered, heavy menstrual bleeding, abdominal pain, device expulsion and dyspareunia were unknown. The reporter considered abdominal pain, alopecia, back pain, blindness, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gingival disorder, haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pelvic pain, sciatica, sexual dysfunction, skin lesion and urinary tract infection to be related to essure administration. The reporter commented: since she had it removed, and although it was carried out via surgery, the symptoms ¿ or most of them ¿ started so subside. Although her condition improved in general, she have suffered bodily lesions that continue still. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2016: one of the implants is partially in the uterus [x-ray] on (B)(6) 2010: intratubal devices can be correctly observed in the pelvic area. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes and psoriasis. Concomitant products included betamethasone, enalapril, heparin, insulin, levothyroxine sodium (eutirox) and metformin. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced device expulsion ("one of the implants is partially in the uterus"), 5 years 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhage ("haemorrhage"), alopecia ("hair loss"), gingival disorder ("general deterioration in my mouth and gums"), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("very strong period pain"), hypersensitivity ("allergy all over my body"), sciatica ("sciatica"), back pain ("lumbago pain"), fatigue ("general fatigue"), headache ("strong headaches"), blindness ("sight loss"), female sexual dysfunction ("problems with sexual intercourse"), mood altered ("mood changes"), skin lesion ("bodily lesions"), heavy menstrual bleeding ("period is more abundant"), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia"). The patient was treated with enoxaparin sodium (clexane) and surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2021. At the time of the report, the pelvic pain, haemorrhage, alopecia, gingival disorder, urinary tract infection, dysmenorrhoea, hypersensitivity, sciatica, back pain, fatigue, headache, blindness, female sexual dysfunction, mood altered, heavy menstrual bleeding, abdominal pain, device expulsion and dyspareunia outcome was unknown and the skin lesion had not resolved. The reporter considered abdominal pain, alopecia, back pain, blindness, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gingival disorder, haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pelvic pain, sciatica, skin lesion and urinary tract infection to be related to essure. The reporter commented: since she had it removed, and although it was carried out via surgery, the symptoms ¿ or most of them ¿ started so subside. Although her condition improved in general, she have suffered bodily lesions that continue still. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: one of the implants is partially in the uterus. X-ray - on (B)(6) 2010: intratubal devices can be correctly observed in the pelvic area. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.